Event description:
It was reported that the patient's device was removed because "it was uncomfortable and did not charge correctly." It was noted that the device was located in her back. It was noted that the device did not "work properly." It was noted that the patient's device was replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), product type lead product ID, 3776-60 lot# serial# (B)(4), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37742 lot# serial# (B)(4), product type programmer. (B)(4).